Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having issues with the sensor. Customer's blood glucose was 177 mg/dl. Troubleshooting for lost sensor was performed. Customer was advised to remove sensor. Customer stated the cannula was gone and it did not exist. No further information reported.